Event description:
The customer received questionable results for vancomycin (vanc) for one patient sample. All results are in ug/ml. The initial vanc result was 56.9, which was reported outside of the laboratory. The result was questioned by the pharmacist and the sample was pulled and repeated. The customer provided repeat results of 26.8, 28.2 and 28.4. The customer deemed the repeat results to be correct. The patient was not treated on the basis of the initial reported result. There was no adverse event. The customer indicated they pulled and repeated all other samples that were run on (B)(6) 2014 for vanc, and all the rerun results matched the original reported results, except for the sample documented above. The lot number of the vanc reagent in use was 68401601, with an expiration date of 09/30/2014. The field service representative could not find a cause. As a precaution, he performed robotic, fluidic and photometric checks; which all passed. He also performed additional checks and a photometer precision check. All checks passed and qc was run for all assays. The qc results were within the customer's specifications. The investigation determined that a pre-analytical issue related to temporary carry-over or contamination on the sample probe is the most likely root cause. These problems can result in increased pipetting volume as residual sample may stick to the probe. This is supported by the raw data which showed a higher sample pipetting volume.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.